Event description:
In 2008, the lay/user pt contacted lifescan (lfs) alleging that her one touch basic enhanced meter would continuously beep when powered on but the meter's display remained blank. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt alleged that the reported issue began on the morning of four days earlier. Sometime after the alleged issue began (date/time unk), the pt claimed she developed the symptom of blurred vision. The pt denied taking any action regarding her diabetes mgmt or receiving medical intervention as a result of the issue. At time of troubleshooting, the cca confirmed there was no known misuse to the subject meter. The issue remained unresolved. Placement prods were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.